Event description:
This is report 1 of 2 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The cause of peritonitis was unknown. On that same day, the patient received ancef 1 gram once ip and was started on cipro 250 milligram orally twice a day for 3 weeks. The patient was not retrained on pd therapy. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4): a review of all batch record documents was performed for potentially associated lot numbers h13a20027, h13b17021 and h13c11063 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).